Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 doesn't fire and the clips are changing direction instead of holding vein (organ) properly. Secondary clips after firing, also are changing shape into a difficult kind of closing (scissoring). A alport device was used to complete the case. The procedure was prolonged 25 minutes, but pt is fine.